Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The account alleges that upon completion of afib and watchman portion, they noticed effusion on ice that was not there previously. Pericardiocentesis was performed and an or room was prepped to do a cardiac exploration. The patient did not stop bleeding prior to cardiac exploration. The patient was moved from the ep lab to the or. Reports from the cardiac exploration indicate that it was caused by an injury to the laa.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.